Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient experienced a loss or change of therapy. The therapy never worked for the patient since implant. The trial device did provide some benefit which was why the patient was implanted, but after implant the therapy would work for 1 week and then stop working. The patient was programmed 5 different times and their health care provider (hcp) prescribed oral medication that did not work either for their symptoms. The patient was not going to follow-up with their hcp anymore. They had seen their hcp about 10 times and they had never done anything about it. The patient later reported that the device didn't work and it never worked since implant. An appointment with a doctor was made for (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.